Event description:
It was reported that the customer experienced low blood glucose. Customer blood glucose was 47 mg/dl at the time of incident. No treatment was given to the customer for low blood glucose. It was unknown whether the customer was using auto mode feature or not at the time of event. Customer stated that the insulin pump had pump error alarm and turned off. Fill cannula was recorded in daily history. Customer was able to clear the alarm and able to complete rewind. The self test was performed and was it was failed. The transmitter gave loss of communication alerts. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 4.11j, retainer ring = black, case type =ngp. Costumer returned pump for alleged low bg, no communication pump to transmitter (unresolved), blank display. Device test failed and e/a alarm unspecified were found on 08-nov-2022. Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0870 inches. Pump did not pass the self-test. During the self-test, pump error 63 (variable 3) occurred at 03/24/2023 10:40:31.000. Unit was successfully downloaded using thus for history files and traces. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A power loss alarm on 11/08/2022 10:20:37.000 was found in the history files. A pump error 53 (esf#2610666; file number: 2005; line number: 5632) was found on 11/08/2022 08:33:38.000 in the history files. A pump error 63 (variable 3) (esf#na; file number: 2005/37; line number: 9926/367) was found on 11/08/2022 08:32:31.000 in the history files. P-cap was attached and locked into place properly. Pump was cut open to perform visual inspection and found moisture damage to the pcba 1, motor home switch and force sensor. The following were noted during visual inspection: scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. No communication pump to transmitter (unresolved) was not confirmed. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Device test failed was not confirmed. E/a alarm unspecified was confirmed with a pump error 63 and pump error 53. Pump error 53 was confirmed due to software error. Unable to verify low bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.